Event description:
The customer reported via phone call that the customer was having issues with the sensor glucose readings being different from the blood glucose readings. The customer had also undergone surgery two weeks prior to (B)(6) 2015. The cause of the surgery was unknown. The customer reported a sensor glucose reading of 183 mg/dl when the customer's actual blood glucose level was 320 mg/dl. The customer performed troubleshooting and was advised that the sensor glucose and blood glucose difference was not within acceptable range. The customer was advised to monitor the sensor. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.